Manufacturer narrative:
(B)(6). (B)(4). The returned flexima rx biliary stents was analyzed, and a visual evaluation noted that the guide catheter was found broken. The push catheter was kinked. Functional inspection showed that the pull wire presented difficulties when retracting/extending. No other problems with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis, it was determined that the guide catheter was broken, the push catheter was kinked, the pull wire presented difficulties when retracting/extending. The resistance presented on the device avoiding an smoothly movement of the pull wire is due the kinks on the push catheter, the kinks presented may be related to user manipulation and/or some technique applied during procedure, once these kinks were present the whole device presented a resistance, this resistance made that an extra force/tension needed to be applied, while trying to deploy the stent this extra force/tension applied could have leaded the break of the guide catheter and this avoided the correct deployment of the stent. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic balloon dilation (ebd) positioning procedure in the bile duct performed on (B)(6) 2021. During procedure, it was noted that a resistance was felt when the device was positioned. The guide catheter became broken inside the patient, however it was successfully removed using a snare. The procedure was successfully completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as "no patient injury".